Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Technical support was contacted regarding an unrelated in-clinic follow up and far-field r-wave oversensing resulting in automatic mode switching, post-paced t-wave oversensing, and pacemaker-mediated tachycardia were noted on the device. No intervention has been conducted at this time. There were no known patient consequences.